Event description:
The customer reported unexplained high blood glucose of 326mg/dl, and she was treated with the insulin pump. The customer experienced nausea and excessive thirst. Troubleshooting was performed. The time, date, and settings were correct. The customer mentioned having air bubbles in the tubing. Found that the customer does not rewind the insulin pump with the reservoir in place. Assisted the customer to get ready of the air bubbles. Assisted the customer to run the fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.